Event description:
During the procedure, the device kinked and separated, but did not remain in the patient, the hub then popped off. The device was replaced with a 6fr cook sheath and they were able to complete the procedure without harm to the patient. It was confirmed that a section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
The sheath was returned in a used and damaged condition: the sheath had separated into 5 segments with the coil intact between each segment. The appropriate size flare had been pulled from the cap and, along with each separation site, had evidence of severe elongation. Per quality control specification, there is 100 percent inspection, insuring the correct inside and outside diameter of tubing. The material is also insured to be free from surface defects, bumps, bulges and protruding coils. It is also confirmed the surface of sheath is free of excessive dents, bumps or scratches. In addition, an IFU is provided with this device that cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight" as well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." The poor condition of the returned device is indicative of it being subjected to excessive force beyond its design strength, most likely due to tortuous anatomy in the lower extremities and/or calcified lesion in the vasculature that may snag the device during advancement and/or withdrawal. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. Prior similar complaints and risk assessment resulted in the issuance of corrective action/preventative action for this failure mode of separation. The investigation of CAPA led to a revised IFU issued via change request on 04/16/2010, which is prior to the post sterilization services date for the device; therefore, the occurrence rate since this date has been calculated. Insufficient risk to require additional corrective action at this time. We have verified the effectiveness of implementing the described corrective/preventive action.